Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2000 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via med watch: "during PICC line removal the PICC line separated from the hub. The PICC line remained in the patient arm with 2 cm protruding from the arm. Rn able to remove the PICC line. The measured PICC line matched the insertion length." Original intended procedure: "PICC line removal"